Event description:
It was reported that the t:slim x2 pump battery would not charge, with a power source alert identified in the pump history. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved when the customer replaced the charging cable, and the pump began charging; no further assistance was required.